Manufacturer narrative:
Based on the available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. The fixation screws can be damaged by excessive force during insertion, which is generally discovered during the intial surgery, but at rare cases it is possible to have a damaged screw stay in place and later come apart which can cause tissue inflammation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Screw on the sentio strap came off the bone which led to pressure on the under surface of the wound, leading to extrusion. No active pus/infection was observed. The fixation band was explanted but the impact left in.